Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed and a 33mm watchman laa closure device was implanted. The procedure was overall fairly unremarkable. The anatomy was large, and the initial deployment was distal. A partial recapture was performed to bring the device more proximal. The device was examined and met the release criteria. Following release, there was no noted effusion as determined by transesophageal echocardiogram (tee). Two hours after the procedure, a nurse noted the patient had decreased blood pressure. The patient was cold and diaphoretic, but was not experiencing any pain. A transthoracic echocardiogram (tte) was performed and showed a moderate pericardial effusion. The patient was transferred to the cath lab where a pericardiocentesis was performed. In total 700cc of fluid was removed from the patient's pericardial space. The patient stabilized following the procedure. The patient was reported to be well and stable, and expected to be discharged.